Event description:
Where the device was inserted through the trocar, and the jaws were placed around the cystic duct, the trigger was squeeze and clip did not form. Device was taken out of the trocar and try fired and the clip formed. It was tried again on the cystic duct, and the clip would not close. This occurred on all firings. The device was fired under normal conditions, not over another clip or catheter. No choloangiography was performed during the procedure and the device was not used on a catheter.